Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came unhooked and this issue occurred with three infusion sets. The patient's blood glucose level was 270 mg/dl at the time of this event and the patient did not notice any damage when the package was first opened. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.